Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally a tear within the siltex cracking measuring approximately 0.5 cm was noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Since no lot number was available, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
An unknown textured mentor saline breast implant was received by the mentor product analysis lab with no accompanying information. The device was received on 10-mar-2020, and processed on 07-apr-2020 after multiple attempts at obtaining additional event details, but no additional information was provided. The device could not be associated with an existing complaint. Analysis on the device has been completed. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a saline breast implant is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. Explantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.